Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma-late, and alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "separated seroma," "signs of capsular contracture, baker grade unknown" and "suspected rupture."

Event description:
Healthcare professional (hcp) reported via regulatory agency: patient presented with a "separated seroma" on the right side. 3 years later, signs of capsular contracture, baker grade unknown, were shown as well as a suspected rupture. The device was explanted. Hcp reported the device was intact, closed in a capsule where was found in large quantity a "yellowish fibrous paste". A biopsy was carried out, ¿alcl developed within the capsule¿. The is no extra capsular infiltration or expansive nodules on the device. Total capsulectomy was carried out. Secondary examination was performed. Pathological markers cd-30+ and alk- were noted. The diagnosis of alcl was confirmed.